Manufacturer narrative:
Concomitant medical product: insyte autoguard peripheral IV access device; therapy date unk. No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported multiple events where there was a disconnection between a smartsite and high pressure injector line that resulted in leak of normal saline and contrast. There is no report of patient or provider harm. Specifics about these events are not available and no event product was saved for investigation.